Event description:
Per the clinic, the patient contracted an infection at the implant site, while hospitalized for an unrelated issue. The patient was prescribed IV antibiotics (date not reported) to treat the infection. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.